Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reconvened higher scanned values while using the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, the customer experienced dizziness and was not responding to when the spouse called for their attention. A sensor scan of 110 mg/dl was obtained and compared to a built-in glucose test of 28 mg/dl, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer¿s spouse provided the customer with orange juice for treatment and removed the sensor. No further information was provided. There was no report of death or permanent injury.